Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of a "system error 322" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during eval of the device. No add'l info is available.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint ws opened during the investigation of complaint (B)(4). The "system error 322" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow-up will be sent. The input/output printed circuit board and screw were replaced.